Manufacturer narrative:
Patient codes: (B)(4). Device codes: (B)(4). (B)(4).

Event description:
It was reported that an episode of pacemaker-mediated tachycardia was observed on the device. Programming changes were recommended. Patient was asymptomatic.